Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Where the brush head sits, when I was using it it came off in my mouth / metal part is broken and part of it appears to still be inside the brush head - oral-b [device breakage] case narrative: elderly female consumer via phone reported that where the oral-b toothbrush head sat on her oral-b pro 600 toothbrush handle, type 3756, came off in her mouth while she was using it and the metal part was broken. It appeared to be inside the oral-b toothbrush head. No injury was reported.